Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a fifteen year old female pt in cardiac arrest, the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however, it was not associated to the reported malfunction.